Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit¿s alarms were not working. No further information is available at the moment.

Manufacturer narrative:
One device generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found a damaged nosecone. The reported condition was confirmed. The investigation isolated the failure to the speaker wire, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The condition of the product was addressed by fixing the speaker wire. The service center reported a damaged nosecone. The investigation isolated the failure to the nosecone, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The nosecone and associated components were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.